Event description:
A report was received that a patient will undergo an explant due to pain at the pocket and lead sites.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #s: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that a patient will undergo an explant due to pain at the pocket and lead sites.

Manufacturer narrative:
Additional information was received that the patient was explanted and is reportedly doing well following the procedure. Explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.